Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 26-may-2024, it was reported by the patient that the cannula hanging loose when she went to bathroom and pump still running in three days of use. Patient have bit sore at the injection site. No further information was available.